Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the connector was leaking between the giving set and the nasogastric tube. Upon review, it was an enfit nasogastric tube that appeared to be missing the enfit connection.